Event description:
It was reported by the clinician that during insertion of the catheter, the spring wire guide (swg) broke. The physician was able to remove the remaining swg with some resistance and the tip was intact. There were no patient complications reported. Additional information received in 2008, stated the swg was being inserted femorally when it broke outside the patient's body. As a result, the physician was able to grasp the swg and remove it with some resistance from the patient.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.